Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. Product not returned.

Event description:
On (B)(6) 2013, the patient reported she was in the hospital on (B)(6) 2012 with blood glucose level in the high 500's mg/dl. The patient also had stomach flu; she was vomiting and was dehydrated. The patient was treated with insulin injections at the hospital and was disconnected from the infusion device until her blood glucose levels returned to normal. The infusion device was not requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. It was unknown if the patient used any concomitant medical products. No product has been requested to be returned.